Event description:
It was reported that when an asymptomatic patient presented in the hospital low impedance issue was observed on a high voltage rv lead. The low lead impedance issue may not provide support during high voltage therapy and it was recommended to allow physician to decide resolution. Patient was sent for a venogram to determine if a new lead can be implanted without explanting the current lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. No further information available.